Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "the impella 5.5 had no issues after the initial insertion. No replacement of pump was needed. The device was disposed and no other information is available!".

Event description:
It was reported that during implantation of an impella 5.5 there was a pump stop that prompted the pump to be removed, reflushed and placed. The wire was observed to be damaged upon removal/replacement. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned. Logs are not applicable. The cause of the guidewire kink was use related since the 0.018 guidewire was left in the pump when starting it.